Event description:
Multiple flush syringes identified in the last couple of weeks that have cracks in the syringe in varying depths (some hairline cracks, some deeper) on what should be a sterile ns(normal saline) flush. Have previously reported lot numbers: 4254210 and 4358669- have since identified more from these lots. Now adding lot number 4228754. Reference report mw5171014, mw5171015.